Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the date of mfg is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's granddaughter) reported that the customer's freestyle lite test strips were received cut in half. The caller further reported that on (B)(6) 2017 the customer was not feeling well and the granddaughter called the ambulance around 2:30pm. The customer was reported to have been feeling dizzy, lightheaded, and experiencing anxiety. Paramedics came at around 2:45pm and checked the customer's blood sugar, which was high. The caller was not able to identify the reading from the paramedics meter. The customer was reported to have been given an unspecified medication. The caller was unable to remember what specific medication/treatment was provided by the paramedics. The caller reported that the paramedics left and around 3:00 pm the customer began to feel better. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer's granddaughter) reported that the customer's freestyle lite test strips were received cut in half. The caller further reported that on (B)(6)17 the customer was not feeling well and the granddaughter called the ambulance around 2:30pm. The customer was reported to have been feeling dizzy, lightheaded, and experiencing anxiety. Paramedics came at around 2:45pm and checked the customer's blood sugar, which was high. The caller was not able to identify the reading from the paramedics meter. The customer was reported to have been given an unspecified medication. The caller was unable to remember what specific medication/treatment was provided by the paramedics. The caller reported that the paramedics left and around 3:00 pm the customer began to feel better. There was no report of death or permanent impairment associated with this event.